Event description:
During ptca procedure ptca balloon ruptured on third inflation, upon attempt to remove, balloon became trapped in lesion. After much difficulty balloon and guide removed from vessel. Vessel abruptly closed and could not be recrossed with wire/balloon.